Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one premium surgiclip* iii (9" shaft length) clip applier. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument was partially applied with nine remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functionally; the instrument was first test fired once in air so that the clip formation could be observed. Three clips were fired on test media with proper formation. As the fourth clip was being applied a unformed clip and a malformed clip were ejected from the jaws and the fourth clip was not formed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident. The root cause of the observed condition was determined to be a result of improper finish on a component. A product enhancement has been initiated as a result of this component error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during dissection of tissue in an open breast resection procedure, the clips disengaged into the cavity of the patient and were retrieved. The fallen clips were not formed correctly. Another clip applier was opened to complete the case. There was no patient harm.